Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_ unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indication for use was unknown. The patient¿s pump was removed due to an infection that patient experienced 3yrs post implant. When asked about the circumstances leading to the infection, the patient answered that she was sent to the hospital after severe weight loss for 2yrs. They found out that the catheter was covered with granuloma, a tumor or a blister. Reportedly, the patient could not eat or drink, lived on fudgesicles for over 2yrs. Patient also experienced fever, exhaustion and went from 170-110. The patient feared a recurrence of the event so chose not to have the pump replaced.